Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿pump failed the downstream occlusion test, detecting late at 20-22 psi¿ was not reproduced. The device was tested for flow lines for downstream occlusion testing and passed. A review of the event history log revealed multiple downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor calibration out of specification. The force sensor scale factor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion test with high values of 20-22 9 psi (pounds per square inch) during preventive maintenance testing. There was no patient involved. No additional information is available.